Event description:
Ambulance staff were called to a person who was found unresponsive. Upon arrival of the ambulance (approx 45 minutes after the pt was first found unresponsive by a family member), the pt's initial rhythm was described as asystole. The device was used in an attempt to analyze the pt's ECG rhythm in the AED mode. The device displayed a connect cable warning message and use of the defibrillator was inhibited. The pt was not resuscitated. A clinical review of the reported event info by medtronic concluded that the device did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's non shockable ECG rhythm.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be shorted low voltage connector pins in the therapy cable connector. A replacement therapy cable was provided to the customer.